Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had essure (B)(6) 2008 - (B)(6) 2019) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced feeling abnormal ("just not feel good"), pain ("just not feel good like whole body hurt"), food allergy ("can't eat beef or corn") and allergy to chemicals ("champagne, heart beating fast and felt like anxiety attack") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, feeling abnormal, pain, food allergy and allergy to chemicals outcome was unknown and the weight increased had resolved. The reporter considered allergy to chemicals, feeling abnormal, food allergy, medical device removal, pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: follow up received from social media. Reported information was added. In addition to existing events, events further added were weight increased, food allergy, allergy to chemicals, and medical device removal. The event medical device removal was marked for intervention and medically significant. The product tab m/w and mir information codes (annex f and annex c) were updated accordingly. Implantation and explantation dates were also updated. Information of new reporter was added as per the source document. On 23-mar-2020: social media received: reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had essure (B)(6) 2008-(B)(6) 2019') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced feeling abnormal ("just not feel good"), pain ("just not feel good like whole body hurt"), food allergy ("can't eat beef or corn") and allergy to chemicals ("champagne, heart beating fast and felt like anxiety attack") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal, feeling abnormal, pain, food allergy and allergy to chemicals outcome was unknown and the weight increased had resolved. The reporter considered allergy to chemicals, feeling abnormal, food allergy, medical device removal, pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.